Event description:
On (B)(6) 2011, pt reported the up and down buttons on the infusion device do not function. This occurred 1 year ago, and pt switched to injection therapy. Pt boluses 4-5 times per day. The buttons pop up after being pressed, and he noticed the buttons were not functioning when he attempted to bolus. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.